Event description:
It was reported the pt no longer had stimulation, and was unable to communicate with the external devices. The physician replaced the ipg. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.